Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window cornes, cracked reservoir tube window, broken belt clip slot, stained end cap sticker, stained address/serial number label, broken battery tube threads and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had crack and piece was missing of casing where reservoir goes in. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.